Manufacturer narrative:
(B)(4). Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00, was performed on the right eye of a female patient because she was unhappy with her reading result. Prior to surgery, the patient's visual acuity was 20/70. The surgeon prescribed acular 0.5% qid /zymar 0.3% qid for 3 days. The lens was replaced with a model zmb00 23.0 diopter. After surgery, the following was prescribed: predfort 1% 4 times a day (qid) for 3 weeks, acular 0.5% qid for 3 weeks, zymar 0.3% every 2 hrs 1st 48 hrs following surgery then qid for 3 weeks. Her visual acuity post-op (post-initial implant) was 20/30-2 and became post-op (post-replacement): 20/20. There was no incision enlargement or vitrectomy. The patient is happy. No additional information was provided.